Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve damage occurred. It was reported that there was damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath. While the sheath was being advanced during transseptal, the physician noticed blood backflow. It is unclear and unknown when the damage to the valve occurred. The sheath was exchanged, and the procedure was continued. There was no report of patient consequence. Device evaluation details: the device evaluation has been completed. The bwi product analysis lab received the complaint device for evaluation on 11/20/2020. The sheath was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of the hub. The brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. The finding of the hemostatic valve being dislodged into thee hub was reviewed and determined it continues to be deemed an MDR reportable malfunction. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer's complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4) correction: the 8.5f sheath with curve viz mdc was inadvertently omitted from the 3500a initial medwatch report. It has now been added to field d11. Concomitant med. Products.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve damage occurred. It was reported that there was damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath. While the sheath was being advanced during transseptal, the physician noticed blood backflow. It is unclear and unknown when the damage to the valve occurred. The sheath was exchanged, and the procedure was continued. There was no report of patient consequence. The outside of sheath was intact, and the broken valve was visible through the clear hub. No air was introduced into the patient's body. Only a trace amount of blood was lost, therefore the hemodynamics were not compromised. No medical intervention was required. Hemostatic valve damage is an MDR-reportable issue.